Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked near to the hanging hole. The issue was identified during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection of the actual sample did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed and no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h4, and h6. H4 - the device was manufactured 24 oct 2019 - 25 oct 2019. H10: the actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection of the video revealed liquid dripping from the bottom hanger hole area. The reported condition was verified. The cause of the condition was not determined; however, the most likely cause was due to weld defect on the right side of the fill port causing leakage at the bottom of the bag. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.